Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the atrial connector was broken. It was also noted that the liquid crystal display (lcd) wires were pinched and the insulation was compromised. The keypad, encoder assembly, and all four encoder knobs and nuts were contaminated. The keypad window was scratched, and the hanger was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) has a damaged atrial connector. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.